Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert and a lead safety switch (lss) had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the data revealed there has been a gradual rise in impedance measurements over time. Additionally, noise and oversensing was noted which resulted in stored events. No adverse patient effects were reported.